Manufacturer narrative:
(B)(4) initial MDR mailed on october 29, 2014 on (B)(6) 2014, a philips field service engineer (fse) was on site working on the system, which had a tilt issue repaired (addressed by a subsequent complaint), and after the tilt repair was completed, the fse performed a quality test scan. While positioning the couch in the vertical direction, there was a loud noise. The e-stop circuit opened and the couch fell down to its lowest position. The fse confirmed there was no harm to a patient, operator or bystander as a result of the reported event. The fse determined that the set screw on the vertical brake, which is attached to the top of the vertical motor¿s shaft, was loose in the patient support. The fse repaired the system with loctite on the brake's set screw and shims were applied to the mounting collar. The faulty vertical brake and log files were submitted to philips engineering for investigation. Investigation of the log files showed the e-stop opened. Visual and functional inspection of the brake showed that the function of the motor was good; however, the key and spline hub were loose and there were no obvious signs of loctite in the set screw. The parts were returned to philips CT engineering for investigation. CT engineering determined that: the spline hub and key were loose; the spline hub and key was pulled to the blank plug of brake occasionally, when the brake is powered to move the couch up/down; the spline hub and key was being scraping the blank plug and moved it up by about 4 mm; with the addition 4 mm, it may cause the spline hub and brake disk disengaged which finally led to the brake could not be functional. In january 2015, a field change order (fco) was released to address vertical drive shaft adhesion 10:1 gear box ratio repair. The product safety committee includes information related to the correction and removal documents for this issue including field safety notification (fsn 72800625) that was sent to the field on 04-dec-2014 stating that: if the customers couch moves down unexpectedly, they should discontinue use of the device and they have to contact their field service engineer immediately. A copy of this field safety notice has to be retained with the equipment instructions for use (IFU). CT engineering determined this reported event to be of acceptable risk. The following mitigations apply: design of brake fail-safe for couch movement. Brake is engaged with loss of power design critical components with high strengths according to iec-60601-1 additional brake when no movement command is given. Design employs a 4:1 minimum safety factor. Safeguards: electrical power loss automatically engages the spring-actuated brake, when system not in motion, brake is applied, brake can suspend full load even when being driven downward by motion system, a lock tab is employed on the screw of the motor to lead screw coupling. Vertical brake hardware connected to motor shaft held in place with mechanical fasteners as well as bonded to motor shaft the fse repaired the system with loctite on the brake's set screw and shims were applied to the mounting collar to resolve the issue. Field change order was implemented on 08-may-2015.

Event description:
In this case the philips field service engineer (fse) was on site working on the system, which had a tilt issue repaired (estop opened when system tilted addressed by (B)(4)). After the tilt repair was completed the fse was performing a quality test scan and while positioning the couch in the vertical direction there was a loud noise. The estop circuit opened and the couch fell down to its lowest position, the fse confirmed there was no harm to a patient, operator or bystander as a result of the reported event. The fse determined that the set screw on the vertical brake which is attached to the top of the vertical motor's shaft was loose in the patient support. The fse repaired the system with loctite on the brake's set screw and shims applied to the mounting collar.

Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation. (B)(4).